Event description:
It was reported that during a procedure involving redo obesity surgery after banding, there was continuous leakage. More than 1000 litres of co2 were necessary. Almost no pneumo. Very difficult. Asked to put the co2 gas on another trocar. Nothing changed, still leakage. Strange detail: on one trocar the continuation of the iris valve was compressed/fold in the two little holes where you put the obturator. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe. The analysis results found that the cb12lt device (a) was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. The analysis results found that the cb12lt devices (b and c) were returned inside its original package, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b and c additional information: batch # unk, expiration date: unk, manufacturing date: unk, (B)(4). The analysis results found that the cb12lt device (c) was returned inside its original package, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.